Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ and an enlarged atrium. An xtw clip was inserted and deployed on the mitral valve. To further reduce mr, a second xtw clip was inserted and implanted. However, after deployment of the second clip, the first clip opened to roughly 90 degrees. It was noted both leaflets remained fully inserted in the clip. To stabilize the opened clip, a third additional xtw clip was deployed and successfully implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The reported unintended movement (clip open-locked) associated with the clip opening after deployment could not be replicated in a testing environment due to the condition of the returned device (clip was deployed). Additionally, the actuator coupler was found to be corroded. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and return device analysis the cause for the reported unintended movement (clip open - locked) associated with the unintended clip opening while locked cannot be determined. The reported medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿two (2) fluoroscopic still images were provided. The first image "cn-188278 image 1" was taken during active use of the second cds (no reported issue) which can be seen with the delivery catheter (dc) extended and the clip in a fully closed state, attached to the l-lock shaft of the dc. This indicates the image was taken prior to deployment (mechanical separation) of the second cds. The first implanted clip (reported device) can be seen just below the clip of the second cds in the image. The first clip is oriented such that the clip arm plane cannot be directly visualized, and there is overlap between the posterior clip arm of the first clip and second clip making assessment of the arm angle challenging. The clip arm angle of the first clip (reported device) appears to be ~20° - 30° in the image. The second image "cn-188278 image 2" shows 3 fully deployed clips with no cds or sgc in view indicating the image was taken post deployment of the third clip (no reported issue). It was reported that the second clip was implanted lateral to the first clip, and the third clip was implanted medially to the first clip for stabilization. As such, the first implanted clip (reported device) is the middle clip in the image and presents similarly as in the first image, with a clip arm angle of ~20° - 30°. While the angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed, the reported clip presents with a moderate clip arm angle that is notably less than the reported 90° but larger than the other implanted clips which had no reported issue. It is possible the reported clip experienced a post deployment cowl such that the clip arm angle changed > 10°; however, this cannot be confirmed based on the images provided. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the images provided.¿